Manufacturer narrative:
A united states customer contacted siemens to report that one falsely elevated total human chorionic gonadotropin (thcg) test result was obtained on one patient sample from an advia centaur cp analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the anaiyzer. The cse performed a full system check including the luminometer, probe calibrations and all fluidic dispensing. The cse found the rinse blocks were dripping when priming. The cse replaced the rinse blocks to correct the leaking. The customer ran quality control materials with acceptable results. The cause of the falsely elevated thcg result was the dripping wash blocks. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One falsely elevated total human chorionic gonadotropin (thcg) test result was obtained on one patient sample from an advia centaur cp analyzer. The initial result was provided to the physician(s). The same sample was repeated on the same analyzer and the repeat result was provided to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.